Event description:
It was reported that pump touchscreen did not respond consistently when customer tried to press 2 after pressing 1 to unlock. There was no adverse impact to the customer's blood glucose level. Customer turned off pump for two weeks and used backup pump to deliver insulin, then found issue resolved when pump was turned back on, and technical support advised monitoring pump performance and following up if problem occurred again.